Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. The external visual inspection revealed silicone slices on the top cover and the fantail, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail and along the lead. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was not reimplanted at this time.

Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing recurring infections. The recipient was admitted to the hospital and given intravenous treatment. Revision surgery is scheduled.